Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports.

Event description:
Diabetic patient on vgo (size unknown) for about 30 days reported to valeritas customer care that she went to the emergency room on (B)(6) 2017 as her bg was over 600. She did not confirm the cause of the high blood glucose. "The hospital gave her insulin, advised her to drink water, and gave her a medication to make the water pass thru her and cleanse her out." The patient has not returned the ae assessor calls to allow for further investigation of this report. Cause of the hyperglycemia is unknown; device contribution cannot be excluded. Patient experienced hyperglycemic event with blood glucose level+bg greater than 600. Patient required medical mgmt. At an emergency room. Device is not available for technical review.

Manufacturer narrative:
Date of report: date corrected. Initial reporter corrected. Health professional - no checked. Occupation: non healthcare professional. Date rec'd by MFR: date provided. Type of report: follow up #1. If follow up, what type?: correction checked.